Event description:
It was reported that the ilet user missed a meal announcement for the ilet insulin pump and sought guidance an hour later; the user¿s glucose was in range at the time, and the pump subsequently delivered automated correction doses after the glucose rose due to the missed announcement bring blood glucose back into range. Symptoms included hyperglycemia with a peak of 238 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem involving a missed meal announcement, and determined the medical device problem as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.